Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Reason(s) for revision : pain (not component loosening as previously reported).

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(6). Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl acetabular system (left). Reason for revision : unknown. Claimsuite reference (B)(4). (B)(4). Update: hospital, surgeon, products & date of revision added as per (B)(6) update spreadsheet dated 21st dec 2011 & query email 15 jan 2012. Update: hospital name, revision date and added reason for revision. Received: february 13th 2013. Reason(s) for revision: component loosening - querying which component became loose. Update: amended revision reason. Received: february 28th 2013. Reason(s) for revision :pain (not component loosening as above).

Manufacturer narrative:
Corrected data: (B)(4). The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Reason(s) for revision: component loosening.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision asr xl acetabular system (left) reason for revision : unknown. Claimsuite reference (B)(4). Update: hospital, surgeon, products & date of revision added as per (B)(6) update spreadsheet dated 21st dec 2011 & query email 15 jan 2012 attached. Update: hospital name, revision date and added reason for revision. Received: february 13th 2013. **reason(s) for revision: component loosening - querying which component became loose. Update: amended revision reason. Received: february 28th 2013. Reason(s) for revision :pain (not component loosening as above). The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision- left hip.